Manufacturer narrative:
Product evaluation: an injector sample was not received at the manufacturing site for evaluation for the report of twisted injector scratched the lens; therefore, the condition of the product could not be verified. Even though no lot number was identified with this complaint; our products are processed and released according to the product¿s acceptance criteria. Root cause: a sample was not received at the manufacturing site and no lot information is available, therefore, the root cause for the customer complaint issue cannot be determined. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported an intraocular lens (iol) was scratched by a twisted injector. There is no reported patient impact. Additional information was requested.